Event description:
Two anchors were placed in the pt's heel in 99. O.r. Director states wound would not heal and that less than a week went by and the pt developed a wound dihescense. Wound would not heal. The wound was cutured by the physician 08/16/1999 and pseudomonas found.